Manufacturer narrative:
Intuitive surgical, inc (isi) has not received the harmonic ace curved shears instrument for failure analysis. Therefore the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip of the harmonic ace curved shears instrument fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the tip of the harmonic ace curved shears to fall inside the patient. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the tip of the harmonic ace curved shears fell inside the patient. The tip of the harmonic ace curved shears was retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported failure. The instrument was found to have a broken blade at the distal end. A piece approximately .398 was broken off and returned. The known common cause of this failure is mishandling/misuse. A device history record (DHR) review for the device involved with the complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the failure analysis results, this MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. If additional information becomes available, the complaint will be re-evaluated.